Event description:
Laparoscopic cholecystectomy - "locking mechanism did not lock in well and during the process of incision, the bladed portion of the trocar jumped out of the track puncturing an unintentional incision into pts skin."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 802.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.